Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed a gradual rise in pace impedance and threshold. The patient was seen for a revision procedure where the lead was tested via the pacing system analyzer (psa). The lead continued to displayed high thresholds and impedances. The lead was then surgically abandoned and replaced. There were no additional adverse patient effects reported.